Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5: it was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited loose stoppers resulting in sample leaking during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated for stopper function and no stopper creepout/loose stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout/loose stoppers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 4 of 5: it was reported that when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibited loose stoppers resulting in sample leaking during transport. No adverse impact was reported regarding the patient or user.